Event description:
Fluorouracil ez pump leaking. Patient returned to clinic 23 hours after initial start of 46 hour pump. Leaking from the top of the pump near the additive port/plug. Unable to determine if pump was also infusing and leaking simultaneously. Decision to make a 1/2 total dose over 23 hour pump to confirm patient will receive at least 50% of the total dose.